Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since a lot number could not be connected to the device identified in the complaint, bd investigators could not conduct a device history review for this event. Additionally, a sample has not yet been submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified in the description of the event. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer's indicated failure mode as no samples or photos were received. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed, as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the unspecified bd pegasus¿ IV catheter leaked during the transfusion. As reported by the customer, translated from (B)(6) to english, "the catheter was leaked gradually during transfusion. Product registration certificate no.: (B)(4)".